Manufacturer narrative:
The hill-rom technical support rep found that the bed functioned properly and was unable to duplicate the alleged problem. He spoke with the pt involved and the pt reported the bed moved downward approx 3 inches. The pt stated she was okay the next morning.

Event description:
A hill-rom technical support rep stated that he received a page at midnight that alleged that staff were raising a bed with a pt in it and the bed allegedly collapsed, injuring the pt. Hospital risk manager alleged that the bed moved downward 8 to 12 inches when the bed down function was activated. She also alleged that the staff heard a bang from the room when this happened. The pt complained about discomfort after the bed allegedly moved downward. The pt was x-rayed and the x-rays were negative. The risk manager did not know who was activating the down button when the event occurred. The risk manager reported that the pt was initially admitted with neck and back pain.